Manufacturer narrative:
Literature citation: yao-sen wu, hui zhang, wen-hao zheng, zhen-hua feng, ze-xin chen, yan lin; "hidden blood loss and the influential factors after percutaneous kyphoplasty surgery." Mean age: 71 years. Gender: 33 male and 82 female. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported through abstract that from january 2015 to january 2016, 115 patients with osteoporotic vertebral compression fractures (ovcfs) who were scheduled to have a percutaneous kyphoplasty (pkp) were enrolled in the study. Patients with severe vertebral height loss, better vertebral height restoration, and multi-segmental vertebral fractures had a higher amount of hbl. Fresh fractures and cement leakage were also important factors to increase hbl, whereas gender, age, bmi, hypertension, diabetes mellitus, and bmd were not correlated with hbl. When they compared the incidence of anemia between preoperative and post-operative, they found that the incidence of anemia was significantly associated with hbl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.